Event description:
Reporter indicated that a vns dell x50 computer would not power on. The computer and flashcard have been returned and are currently in product analysis.

Manufacturer narrative:
Device malfunctions suspected, but did not cause or contribute to a death or serious injury.